Event description:
It was reported that the colonovideoscope had white lines on image and image disappears during unspecified diagnostic procedure while the patient was under sedation of the patient. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material on c-cover (plastic distal end cover). A root cause could not be identified. Based on the results of the investigation, it is likely the white lines on image, image disappears and foreign material on c-cover (plastic distal end cover) cause could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.